Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had concurrent solution flow during patient therapy in the intensive care unit (ICU). The patient was receiving antibiotic and it seemed to be taking too long to complete. The lines were re-assessed to ensure the secondary line was not clamped. After multiple checks it was found that the primary bag was also infusing with the antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.